Event description:
It was reported that the pump battery was depleting quickly. There was no adverse impact to the customer¿s blood glucose level. The patient declined further troubleshooting or follow-up assistance.